Event description:
It was reported that a small volume elastomeric device did not infuse at all during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1, d4, h6 (add code), h11. B5: update "elastomeric device" to "folfusor". D4: lot #: the suspect lots were either 24g017 or 24f028. For suspect lot 24g017: d4: expiration date is 07/01/2027 and UDI # is (B)(4). For suspect lot 24f028: d4: expiration date is 06/01/2027 and UDI # is (B)(4). H4: suspect lot 24g017 was manufactured between july 15-16, 2024. Suspect lot 24f028 was manufactured between june 7-11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots. Should additional relevant information become available, a supplemental report will be submitted.